Event description:
It was reported by the implanting physicain, that during placement of a cardioseal device for a pfo closure, device embolized. The device was snared without difficulty and was withdrawn to the level of the common femoral artery. Pt was transferred to the operating room for device removal.